Manufacturer narrative:
The device has not been received for analysis. When our investigation is complete, a f/u report will be submitted.

Event description:
It was reported during a left ventricular ablation procedure the physician was unable to withdraw an inquiry steerable diagnostic catheter from the introducer. The physician advanced the inquiry catheter through the introducer but was unable to withdraw the catheter because it became knotted around itself. The physician attempted to torque the catheter to facilitate removal; however, this was unsuccessful. The ablation procedure progressed and was successfully completed. The physician withdrew the introducer and left the catheter in the femoral vein while applying pressure to the puncture site. A vascular surgeon was called to the ep lab to perform a cut down procedure of the femoral vein. The catheter was then removed easily and the surgeon placed two stitches, after which pressure was held on the wound. The pt was doing fine after the procedure.